Event description:
This senior medical surveillance specialist spoke with the patient/layperson on 03/13/09 regarding her allegation of having symptoms of thirst and a dry mouth after the battery indicator prompted on her onetouch ultra meter. The patient reported the following: between noon and 1pm, the patient's blood glucose felt elevated; she described being "thirsty and urinating." After two or three attempts to test on her meter with no results obtained due to a low battery indicator, the patient injected 4 units of novolog insulin, an estimated amount. Six hours later, before the evening meal, the patient reportedly began sweating with an elevated heart rate. The patient ate candy to relieve the symptoms. Customer service replaced the meter and test strips. The complaint is reported due to the patient's allegation that she had to guess at the amount of insulin to take due to a power issue that resulted in symptoms that meet the criteria of serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.